Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a system implant this right ventricular (rv) lead exhibited loss of capture and increased pacing impedance values. At this time, the patient's blood pressure also dropped. A pericardial effusion with tamponade was confirmed with an echo. It was determined the rv lead had perforated the rv wall. The doctor performed a pericardiocentesis and the patient stabilized. The rv lead and right atrial lead were explanted. The pocket was closed and the procedure abandoned without further complications.